Event description:
Provue reported a 1+ reaction as a question mark and a weak positive result as negative during an antibody screen. Card came to the service rack because of the account then saw that both microtubes were positive. Antibody was identified as passive anti-d due to rh immune globulin administration. No harm came to the patient. Antibody was identified. Patient not transfused.

Manufacturer narrative:
Ocd field engineer performed the required alignments and adjustments. Repairs have returned the instrument to expected operation. (B)(4).